Manufacturer narrative:
The suspect device is not expected to return for evaluation but a lot number was provided. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post-kyphoplasty procedure, the steerable vertebral augmentation system became stuck within the patient spine during removal. It was noted that only the tip of the vertebral augmentation device had detached within the patient's pedicle. No chance of migration or patient injury. The procedure was completed successfully. The patient tolerated the procedure well and was discharged to home as expected. No plans to remove the foreign body.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.